Event description:
It was reported that the ilet bionic pancreas displayed a restart alert 38 indicating consecutive stalled motor, after which the patient performed a complete supply change with new supplies; the reported blood glucose was 207 mg/dl. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.